Manufacturer narrative:
This product was being used for treatment. We are filing this medwatch because intervention was required to remove device fragments during the same procedure. A review of the complaint history indicates this is the first report for this product lot. No anomalies were found in the mfg record. Visual inspection of the opened and used piece showed the spiral wrap was hyper extended, wear marks were on the inner tube, and the tip broken off was evidence that the sample was subjected to excessive pressure while side loading. A review of the instructions for use showed "excessive pressure applied to bur may cause bur fracture. Should a bur fracture occur during use, extreme care must be exercised to ensure that all fragments of the bur are retrieved and removed from the pt. Unremoved bur fragments may cause tissue damage to the pt."

Event description:
During a frontal drill out, the bur head broke off into the sinus cavity and had to be removed with additional surgical intervention. There was no pt injury as a result of this event.